Manufacturer narrative:
On (B)(6) 2020, during preventive maintenance, the autopulse platform (sn (B)(4)) failed the load cell characterization test, load cell module 1 was over reporting. The root cause of the defective load cell module 1 and cracked front enclosure and top cover were likely attributed to mishandling such as a drop. Upon visual inspection, observed cracked front enclosure and top cover, likely due to user mishandling. The front enclosure and top cover need to be replaced to address these issues. The initial functional testing of the autopulse platform passed without any fault or error. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
On (B)(6) 2020, during preventive maintenance, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.